Manufacturer narrative:
The reported event was patient death. As received only the connector portion of the lad was returned in one piece. Final analysis did not find any anomalies.

Event description:
It was reported that the patient died on (B)(6) 2023 due to cardiovascular disease. It is unknown whether the patient's cause of death is device or procedure related.